Event description:
The ge oec fluorostar 7800 fluoroscopy system had images that were not clear.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the issue. On further information, it was found that the pt being imaged exceeded the capacity of the system for proper imaging. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.